Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles mini experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted during use. The following information was provided by the initial reporter: customer complains that he bought the box with 100 units of the ultra-fine 5mm needle, but they came without the protective seal. The box was opened the day before, but he noticed the deviation the next day. He reported that his sister applied insulin to his father on 06/24 and did not notice the deviation. Customer informed that after identifying the issue, they did not used the needles and bought a new box.

Manufacturer narrative:
H.6. Investigation summary customer returned photos of a shelf carton of 5mm, 31g pen needles from lot # 7248838. Customer states that the needles came without the protective seal. The photos were examined and exhibited pen needles without the tear drop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the carton in the returned photos was open and the fact that no physical samples were returned it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles mini experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted during use. The following information was provided by the initial reporter: customer complains that he bought the box with 100 units of the ultra-fine 5mm needle, but they came without the protective seal. The box was opened the day before, but he noticed the deviation the next day. He reported that his sister applied insulin to his father on 06/24 and did not notice the deviation. Customer informed that after identifying the issue, they did not used the needles and bought a new box.